Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the eluvia stent delivery system was received with a 0.014¿ guidewire stuck in the lumen of the device. The shaft was kinked at the nose cone. The handle was taken apart during analysis and found that the inner shaft was buckled. The guidewire could not be removed due to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
(B)(6) clinical study. It was reported that difficulty in catheter removal occurred. In (B)(6) 2016, rutherford assessment of the patient was category 2 and the index procedure was performed on the same day. The target lesion was located in the right mid superficial femoral artery (sfa) with 90% stenosis and was 130mm long with a reference vessel diameter (proximal 6.0mm; distal 6 .0mm) and was classified as trans atlantic inter-societal consensus (tasc) ii b lesion. Following pre-dilatation, a 7.0x150mm, 130cm eluviatm drug-eluting vascular stent system was advanced over a 0.014x300cm guide wire. The study stent was deployed successfully. However, there was some difficulty in removal of the stent delivery system from the body. Following post-dilatation, residual stenosis was 0%. There were no patient complications reported and the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(6). It was reported that difficulty in catheter removal occurred. In (B)(6) 2016, (B)(4) assessment of the patient was category 2 and the index procedure was performed on the same day. The target lesion was located in the right mid superficial femoral artery (sfa) with 90% stenosis and was 130mm long with a reference vessel diameter (proximal 6.0mm; distal 6 .0mm) and was classified as trans atlantic inter-societal consensus (tasc) ii b lesion. Following pre-dilatation, a 7.0x150mm, 130cm eluviatm drug-eluting vascular stent system was advanced over a 0.014x300cm guide wire. The study stent was deployed successfully. However, there was some difficulty in removal of the stent delivery system from the body. Following post-dilatation, residual stenosis was 0%. There were no patient complications reported and the patient was discharged on dual antiplatelet therapy.